Event description:
It was reported that the manufacturer¿s representative (rep) was working with the patient to turn their device back on and was slowly raising the intensity on the patient¿s device. They would not feel stimulation and then all of a sudden she would feel severe pain and super strong stimulation and throw her head backwards. The first time the pain was felt was at 1.9 volts and the second was at 3.7 volts; the patient was in the same position each time. It was noted that impedances were fine. The patient felt the pain throughout her top part of her body as well as in the pocket. The rep. Was going to speak with the patient¿s healthcare provider (hcp) regarding what to do next. It was later reported that there was a feeling of stimulation at the pocket site. It was the doctor¿s assumption that there was excess scar tissue creating an opening into the hub or fluid had entered the hub. The rep advised the patient to keep stimulation off, continuing to keep it charged, and the doctor was thinking of a possible battery replacement. The patient still had concerns with her device or therapy but she was working with her doctor or rep and waiting for ¿ins approval.¿ nothing was done yet but the doctor was going to know more after surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0007996v, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a-33, lot# j0007996v, implanted: (B)(6) 2000, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. (B)(4).